Manufacturer narrative:
Product ID: neu_unknown_lead, lot# 206125012, product type: lead. Correction: updated to interstim ii and 3058 per initial information. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, lot# 206125012, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from the healthcare professional (hcp) via the manufacturer representative (rep) reported an issue that occurred on (B)(6) 2018. There were high impedances with almost empty implantable neurostimulator (ins) and normal impedances with the new ins. Patient was known to have a battery displaying low battery power. Previous impedance checks showed no open circuits, impedance check prior to surgery for replacement ins showed open circuits on all but 3 pairs. Unfortunately, they were unable to offer a new tined lead today due to lack of x-ray and the patient opted to have a battery replacement anyway, as they were receiving benefit on the programs currently set. Post implant of the new ins, impedance check showed no open circuits. Additional information received reported that just prior to theatre session for the ins replacement due to low battery, an interrogation of the system showed open circuits on all circuits except c &1, c & 2, and c & 3. No obvious cause for the open circuit was identified. It was reported that the tined lead remains in situ and the ins had been explanted plus disposed of appropriately. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.